Event description:
It was reported that the continuous glucose monitor (cgm) displayed glucose readings over 400 mg/dl for more than three hours, after which the user paused the pump, disconnected the infusion site, administered a manual subcutaneous insulin injection, performed tubing fills, replaced the short infusion tubing and adhesive set, and then reconnected; the user was advised to replace all infusion supplies when glucose is =400 mg/dl or >300 mg/dl for more than 90 minutes. Investigation included troubleshooting and user education. Further investigation of this case revealed an unclear cause of hyperglycemia with possible infusion or site-related delivery interruption prior to the manual injection. Symptoms included drowsiness, lethargy and dry mouth associated with hyperglycemia. Outcomes included no hospitalization. It was concluded that the event was user-managed with guidance to replace all infusion components during sustained hyperglycemia, and the root cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.